Event description:
Customer contacted beckman coulter inc. (Bci) regarding a high co2, low sodium (na) and erratic calcium (ca) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The samples were repeated and the results were corrected. It is unknown if patient treatment was initiated or withheld.

Manufacturer narrative:
Qc is run every eight hours. A field service engineer (fse) was on-site. Fse decontaminated the ise system and replaced some hardware. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.